Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The heparin was programmed to infuse at 11units/kg/hr. A stat ptt was ordered with the result being greater than 400 with no adverse effect. There was no lasting harm reported.

Manufacturer narrative:
The report of a heparin infusion emptying sooner than expected was not confirmed. The report of a channel error was confirmed. The report of no audible alarm with the channel error was not confirmed. Physical inspection noted the device to be in good condition. The door latch assembly was noted to be a third party part. Review of the pcu event log showed that at 5:42 am on (B)(6) 2017 the pump module alarmed for air in line. The user performed steps consistent with clearing the alarm and restarted the infusion of heparin 25000 units/250 ml at a dose of 11 units/kg/hr (rate 7.59 ml/hr). At 6:20 am the infusion was paused, the door was opened, and the safety clamp was opened for 8 seconds. The door was closed and the infusion was restarted. The cause for interrupting the infusion and opening the safety clamp could not be identified. At 6:28 am the module alarmed with channel error code 240.4150 with a visual and audible alarm. The confirm key was selected which silenced the audible alarm as designed. The channel error was not reproducible during testing. The upper pressure sensor tested within specification. Rate accuracy testing found the device to be delivering fluid within specification. Past investigations have shown that use of third party door latch assemblies can result in the sear failing to close the safety clamp; however, throughout testing of the suspect device when the door was opened there was no occurrence of the sear failing. The disposable set was not returned for investigation. The root cause for the heparin infusion having been found empty after an hour was not identified. The root cause for the channel error was not identified. The root cause for the report of the channel error having no audible alarm is attributed to user programming, having selected the confirm key after the channel error occurred which by design silences the audio.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 50 ml infusion of heparin was noted to be unexpected empty after an hour of infusion. The device also displayed a channel error message with no audible alarm. There was no patient harm.